Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon failed to deflate. The catheter slowly came out with the balloon still inflated during child birth as the patient was pushing. After the catheter was out of the patient the doctor tried to deflate the balloon again and it would not deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon failed to deflate. As the patient pushed, during child birth, the catheter allegedly slowly discharged from the patient while the balloon was still inflated. After the catheter was out of the patient, the doctor tried again to deflate the balloon, and was unsuccessful.

Manufacturer narrative:
Received 1 used catheter with the drainage bag still attached. Per the visual evaluation, it was observed that the balloon came partially inflated with 6ml; however, no other defects were observed. During the functional evaluation, the balloon was inflated with 10cc of air using a syringe and no deflation was found. The catheter balloon was then inflated with 10ml of a mix of tap water and blue methylene using a syringe and was left for 30 minutes resting on a flat surface and no deflation was found. The catheter was handled at bifurcation area and no deflation was found. The reported event was unable to be confirmed, as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon failed to deflate. As the patient pushed, during child birth, the catheter allegedly slowly discharged from the patient while the balloon was still inflated. After the catheter was out of the patient, the doctor tried again to deflate the balloon, and was unsuccessful.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon failed to deflate. The catheter slowly came out with the balloon still inflated during child birth as the patient was pushing. After the catheter was out of the patient, the doctor tried to deflate the balloon again and it would not deflate.